Manufacturer narrative:
(B)(4). Device evaluated by MFR: the emerge catheter was received with a complete separation of the hypotube. The distal portion of the emerge catheter was received with a non-bsc guidewire inside the wire lumen which was inside the lumen of the related runway guide catheter. The guidewire and distal portion of the emerge catheter were removed from the runway guide catheter with no unusual resistance. The balloon was tightly folded and there was no indication the balloon was subjected to positive (inflation) pressure. The hypotube separation was 55cm from the strain relief. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. Functional testing could not be performed due to the returned condition of the device. There was no evidence of any product quality deficiencies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a left heart catheterization procedure, a shaft break occurred, the unspecified target lesion was located in an unspecified vessel. A 2.00mm x 12mm emerge balloon catheter was to be used to dilate the lesion; however, they felt resistance when they were trying to advance the balloon through the guide catheter. They stopped and pulled the balloon back but only part of the balloon came out, which is the shaft. When they realized that the balloon catheter was fractured, they pulled the guide catheter, the wire and everything out of the body and went back in with a new guide catheter, new wire and a new balloon. The procedure was completed with a different device. No patient complications were reported and the patient's status was fine.